Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and small bladder capacity. The patient underwent the concurrent procedures of lysis of adhesions and bladder augmentation during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2002. The patient underwent excision of a small bowel fistula, anastomosis of small bowel, and closure of bladder augmentation fistula on (B)(6) 2002. The patient underwent implantation of pelvicol mesh in (B)(6) 2004. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001, and that mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004, and that pelvicol was implanted into the patient.